Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The hypotube was broken 223mm distal to the strain relief. The distal portion of the break was not received for analysis. There was evidence of material resistance at the break site. A visual and tactile examination found that the hypotube was kinked adjacent to the break site. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.50x20mm promus element drug eluting stent was selected for use to treat the target lesion. However, the physician noticed that the device was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft fracture occurred. A 2.50x20mm promus element ¿ drug eluting stent was selected for use to treat the target lesion. However, the physician noticed that the device was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.